Event description:
During the transfemoral tavr procedure, the 26mm sapien valve was positioned 50:50 across the annulus; however, during deployment the valve shifted aortic (degree not clear), resulting in severe paravalvular leak (pvl). An additional cc of fluid was added and the valve was post dilated with no changed noticed in the degree of pvl. The decision was then made to post dilate a second time with an additional cc of fluid. A repeat echocardiogram showed that the plv remained moderate although the patient did not have any hemodynamic compromise. After much discussion, the physicians decided it would be in the best interest of the patient to place a second valve. A second 26mm sapien valve was deployed in a 40:60 aortic/ventricular position, reducing the pvl to trace. Per report, the aortic valve and root were moderately calcified, the ejection fraction was 70%, the sinotubular junction (stj) measured 27mm and the sinus of valsalva (sov) was within a normal diameter. The patient had moderate ventricular septal hypertrophy and mild mitral annular calcification (mac). The pvl was attributed to a piece of calcium that was noted during deployment.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, it appears that a piece of calcium in the patient¿s native valve may have caused or contributed to the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.